Manufacturer narrative:
18-jul-2018 product investigation results: reporter returned an unspecified number of toothbrush heads on 06-jun-2018. Toothbrush heads confirmed to be counterfeit.

Event description:
Lip gets caught [lip injury]. Head became loose, lip gets caught in between - oral-b precision clean brushhead [injury associated with device]. Oral-b brush heads became loose [device physical property issue]. Product counterfeit [product counterfeit] . Case description: consumer e-mailed stating that the brush heads became loose. No serious injury was reported.

Manufacturer narrative:
Return of product has been requested. Reporter returned an unspecified number of toothbrush heads on 06-jun-2018. Product investigation is in progress.

Event description:
Lip gets caught [lip injury]. Head became loose, lip gets caught in between - oral-b precision clean brushhead [injury associated with device]. Oral-b brush heads became loose [device physical property issue]. Consumer e-mailed stating that the brush heads became loose. No serious injury was reported.